Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The measurable dimensions of the broken set screw were checked and found to be in compliance with the technical drawings and specifications. The examination of the raw material testing certificates and the manufacturing papers showed no deviation regarding material analysis strength and structural stability. The values were in compliance with specifications and with the international standard. The cross section surface shows no irregularities what indicates material conformity as well. We have to assume that exceeding applied mechanical force may have caused the breakage. No product fault could be detected.

Event description:
The set screw broke off during removal. The surgeon put the guiding block on the plate and temporally fix it by getting through k-wires at the distal hole and middle hole of plate. Then he tried to fix the plate with the cortex screw over the guiding block. So he tightened the screw again of the guiding block with the limited torque driver, but it idled (seemed to be tightened enough). After inserting the distal screw, the surgeon tried to loosened screw of guiding block to remove it but it was broken and he left in plate hole. Surgeon replaced this plate with other one. This is 1 of 3 reports for event (B)(4).